Event description:
On (B)(6), 2021, the patient underwent a right acl revision reconstruction with autograft, medial meniscus repair, and partial lateral meniscectomy. It was reported that during the course of the operation, in performing a repair of the medial meniscus, an intra-meniscal repair device called a fiberstitch made by arthrex was used to repair the medial meniscus. During the meniscus repair, a portion of the device broke and was left behind in the patient¿s knee. Also, during this procedure, the surgeon cleared the knee of a previously implanted graft and fiberwire sutures. Between (B)(6) 2021, and (B)(6) 2021, the patient had continuous calls and follow-ups with his physician reporting significant pain. On (B)(6) 2021, an x-ray was taken, which revealed a foreign body inside the right knee. On (B)(6) 2021, a second surgery was performed to remove the foreign body. During the removal procedure, it was noted that the patient had significant synovitis throughout the knee joint with failed medial meniscus repair and a retained device fragment. It was noted that the fragment was 2 cm in length. The medial meniscus was not repaired at this time. The patient has had continued pain, infections, and surgical intervention following the removal. It is unknown if any arthrex devices were involved in surgeries following the (B)(6) 2021, removal. Additional information received 9/8/2023: implant log provided. Devices used in surgery identified as: fiberstitch implant ar-4570 (lot 21j79); fiberstitch implant ar-4570s (lot 20p66); fiberthread biocomposite interference screw ar-4020c-08 (lot 11614673); and fiberthread biocomposite interference screw ar-4020c-10 (lot 13427980).

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.